Event description:
It was reported that when the programmer was shut off there was an aroma "like garlic" and afterward the programmer was unable to be turned back on. It was also requested that the programmer lid be fixed so that it is easier to open. The programmer was returned for service. There was no indication given that there was any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer smells and would not power up, the power supply was replaced. It was also noted that the lid was difficult to open, the display latches were replaced. Product ID 2067 radiofrequency head; product ID 229047 analyzer.